Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, atrial fibrillation, dyslipidemia, coronary artery disease, and prior myocardial infarction. Complications reported included death and heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: left-sided heart failure determines outcomes in patients with severe tricuspid regurgitation undergoing percutaneous repair b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "left-sided heart failure determines outcomes in patients with severe tricuspid regurgitation undergoing percutaneous repair", was reviewed. This research study is a retrospective multicenter experience to evaluate the prevalence of heart failure with preserved ejection fraction (hfpef) with mildly reduced or reduced left ventricular ejection fraction, and non-overt left-sided heart failure in patients undergoing tricuspid transcatheter edge-to-edge repair (t-teer) for significant tricuspid regurgitation (tr) and assess their association with 2-year survival and the impact of procedural success across those phenotypes. The devices included in the study were pascal, mitraclip, and triclip. The article concluded that consideration of left-sided pathologies in patients with significant tr is important as outcomes and predictors for survival differ. Across hf phenotypes, procedural success is associated with survival but the prognostic impact of tr reduction may unfold over time especially in hfpef. [The primary and corresponding author was sebastian rosch, universitätsmedizin mainz, johannes gutenberg university mainz department of internal medicine/cardiology langenbeckstr. 1, 55131 mainz, germany, with corresponding e-mail: roschseb@uni-mainz.de .] This study included patients who underwent t-teer for symptomatic tr from 01 january 2016 to 31 december 2022. A total of 1,773 patients were included in the study, of which an unknown amount received an abbott device. The average age of the heart failure with mildly reduced or reduced ejection fraction (mfmref/hfref) group was79 years. The average age of the preserved left ventricle ejection fraction (lvef) group was 80 years. The average age of the heart failure with preserved ejection fraction (hfpef) group was 80 years. The average age of the non-overt left-sided heart failure group was 80 years. The majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, atrial fibrillation, dyslipidemia, coronary artery disease, and prior myocardial infarction.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: left-sided heart failure determines outcomes in patients with severe tricuspid regurgitation undergoing percutaneous repair. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "left-sided heart failure determines outcomes in patients with severe tricuspid regurgitation undergoing percutaneous repair", was reviewed. This research study is a retrospective multicenter experience to evaluate the prevalence of heart failure with preserved ejection fraction (hfpef) with mildly reduced or reduced left ventricular ejection fraction, and non-overt left-sided heart failure in patients undergoing tricuspid transcatheter edge-to-edge repair (t-teer) for significant tricuspid regurgitation (tr) and assess their association with 2-year survival and the impact of procedural success across those phenotypes. The devices included in the study were pascal, mitraclip, and triclip. The article concluded that consideration of left-sided pathologies in patients with significant tr is important as outcomes and predictors for survival differ. Across hf phenotypes, procedural success is associated with survival but the prognostic impact of tr reduction may unfold over time especially in hfpef. [The primary and corresponding author was sebastian rosch, universitätsmedizin mainz, johannes gutenberg university mainz department of internal medicine/cardiology langenbeckstr. 1, 55131 mainz, germany, with corresponding e-mail: roschseb@uni-mainz.de .] This study included patients who underwent t-teer for symptomatic tr from 01 january 2016 to 31 december 2022. A total of 1,773 patients were included in the study, of which an unknown amount received an abbott device. The average age of the heart failure with mildly reduced or reduced ejection fraction (mfmref/hfref) group was79 years. The average age of the preserved left ventricle ejection fraction (lvef) group was 80 years. The average age of the heart failure with preserved ejection fraction (hfpef) group was 80 years. The average age of the non-overt left-sided heart failure group was 80 years. The majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, atrial fibrillation, dyslipidemia, coronary artery disease, and prior myocardial infarction.